Event description:
It was reported that myopotential oversensing was observed, resulting in bi-v pacing inhibition. The patient was not symptomatic due to the pacing inhibition. The clinician programmed the lfa filter off in order to decrease the amplitude of the myopotentials.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.